Event description:
Reporter reported that the breathing circuit had no connection for the proximal line. This was seen on 5 of their received circuits.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in USA but is similar to a product which is sold in the USA. The device was not returned, but photos of the complaint device were supplied which formed the basis of the investigation. Results and conclusions: please see attached report "incorrect y-piece assembled" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints, we discovered that this one had not been marked for reporting . This was an oversight due to a new complaint handling division and new processes being put in place at the time of this complaint was received. We continue to monitor our complaint handling processes for effectivity.